Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. After positioning the patient back onto the table, the patient was anesthetized and the procedure was completed. A philips field service engineer (fse) visited the site and confirmed the reported issue. The cause of the issue was that the patient remained conscious during the procedure and was not secured with restraints; combined with the patient¿s agitation and constant movement, the patient fell from the table. The fse confirmed that the system was working as intended. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the patient fell from the table. The system was in clinical use at the time of the reported event. There was no allegation of a serious injury to the patient or user. An investigation into this complaint has been initiated by philips.